Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output. The device was explanted and replaced successfully. The patient was asymptomatic throughout the event.